Manufacturer narrative:
While troubleshooting with dario's representative, no apparent misuse was found. A replacement of dario's meter, control solution and test strips was sent to the user together with a return material authorization (RMA) package, to further investigate this issue.the RMA package was received for investigation on (B)(6) 2023. The meter was tested and was read within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the old dario strips to investigate. No resolution is available.

Event description:
On (B)(6), the user contacted dario to report low blood glucose (bg) readings. The user reported that she had been receiving low bg readings for some time, and discovered this issue when she was at her doctor's office and received an ea1c (estimated a1c) of 7.1% from her dario compared to an a1c of 8.1% from the doctor's lab test. The user also reported receiving bg readings of 100 mg/dl and 105 mg/dl from her dario meter compared to bg readings in the 180 mg/dl to 200 mg/dl range from her doctor's bg meter.